Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products : item# 78-6120, lot# unknown; pectus blu prbnt ti bar 12in. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00171.

Event description:
It was reported that patient underwent an initial procedure and subsequently after a fifteen days the bar was found to be flipped. A reoperation was performed and the surgeon was satisficed with the outcome. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided for the stabilizers. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: both images demonstrate a pectus bar surrounding the inferior sternum. No change in positioning of the bar is seen on either of the views. The hardware appears intact. Otherwise unremarkable appearance of the chest. No confirmed abnormal findings on the provided images of the lateral chest including the pectus bar. The root cause of the reported issue is attributed to user error. Surgeon did not follow surgical technique: the surgeon utilized two synthes zipfix devices around the bar and around the ribs, instead of 0 pds ligatures secured through the hole in the bar on the patient¿s right (non-stabilizer) side. Synthes zipfix, is used for sternal closure, not pectus excavatum repair. Per surgical technique regarding the bar stabilization, it is recommended to select at least two separate ribs to secure the bar to prevent bar rotation. On the lateral ends of the bar, multiple 0 pds ligatures are secured through the hole in the bar and around the rib. The pds sutures should be placed under thoracoscopic guidance. The sutures should be secure but not so tight that they impinge on intercostal nerves. Per the IFU warnings, the implant can become dislodged, shift, or flip as a result of improper device selection, improper stabilization, not suturing the device(s), or patient activity too soon after surgery. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, g3, g6, h2, h3, h6 and h10.

Event description:
No further event information is available at the time of this report.